Event description:
The sighting nail guide is broken, as is a locking lever. A piece is still in the patient.

Manufacturer narrative:
Correction: h6 component code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned product reveals signs of breakage and wear. The tip of the jig sleeve where the nail connects the targeting jig is broken. The locking screw on one side does not hold the side lock, therefore the side lock is loose. The edges where the side lock is present is worn out and has rust/corrosion spots. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of user and wear related issue. The failure was caused by application of impactful external forces combined with the frequent usage involving multiple sterilization cycles since may 2018. Additionally, the fact that the device was manufactured back in 2016 and is in use from may 2018, it is safe to say that it has performed the former surgeries as intended without any reported abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The sighting nail guide is broken, as is a locking lever. A piece is still in the patient.